Manufacturer narrative:
As no product was returned or lot number provided it was not possible to perform a product inspection or a review of the product history sheet (mr004) to confirm if the product was mfg within specifications. Reported defect: deflation of unilateral left breast implant, bilateral replacement with unk devices. Condition of product: no product was returned. Background of the surgery: no info on this complaint was returned. Visual inspection: no product was returned. Conclusion: no conclusion can be drawn. As no product was returned or lot number provided it was not possible to perform a product inspection or a review of the product history sheet (mr004) to confirm if the product was mfg within specifications.